Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting fse found that found mpd control board was faulty and fuses was blown. To resolve the issue, fse replaced both the fuse and the mpdu, subsequently powering on the system. However, an error was detected during the shutdown sequence. Upon further investigation, the fse identified that the mpdu control unit had failed during the boot-up test. After replacing the mpdu control unit, the fse confirmed that the system was able to boot up and shut down normally . The defective mpdu control unit was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.